Event description:
The pump was returned for investigation. Investigation found a defective force sensor. This report is made based on results of investigation completed on 01/29/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation the pump powered up properly. A rewind/load/prime sequence was completed without any alarms. The force senor calibration reading was found out of specifications. The pump casing was open and the force sensor was removed to further investigate. Contamination was found on the force sensor and the force sensor resistance reading was found out of specifications. (B)(4).